Event description:
It was reported that "the central venous catheter was intact, however the medial 14g extension line, approximately 2 cm post flush (luer) hub, has a 1.5mm clean cut. Lumen flushed and noted that saline seeped through. All other lumens are patent and no backflow or leak is noted. There was a temporary interruption in medication administration; however, the patient continued to receive sufficient medication to remain adequately sedated. The health impact was minimal, and a new line was inserted while the affected device was removed. The patient is currently recovering and suffered minimal harm."

Manufacturer narrative:
(B)(4)